Event description:
The customer reported that the dose was too high. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The dose was adjusted back into tolerance. The system was tested and operates as intended.